Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 yst test kit (reference 21343). The customer reported misidentification of candida auris on vitek®2 v7.01 system. Customer performed external ring trial for candida. One of the strains should be candida auris, which is not included in the current customer knowledge base. The customer reported getting a 94% result of candida haemulonii on vitek® 2 and 99.9% on vitek® ms. There is no patient associated with this test sample because it was for an external ring trial. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of discrepant results associated with vitek®2 yst test kit (reference 21343). The customer reported a misidentification of candida auris on vitek®2 v7.01 system. The customer reported getting a result of candida haemulonii. An internal biomérieux investigation was performed. Neither the customer's strain nor raw data were available for further evaluation. Candida auris is not a claimed species for the yst card in software version 7.01. When an isolate is tested in the yst card, it will attempt to match the reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and matches those in the knowledge base with a high degree of confidence, a misidentification can occur. The vitek 2 product labeling contains the following warning in the limitations section: testing of unclaimed species may result in an unidentified result or a misidentification. Candida auris is available as a claimed species in software version 8.01. Vitek 2 yst test kit, lot # 2430456103 met final qc release criteria. This lot passed qc performance testing.